Event description:
It was reported that pump user experienced with high blood glucose of 846 mg/dl, high ketones, with an unknown cause, leading to an ambulance transport, admission to intensive care. There was no reported permanent injury to the customer. Customer took no corrective actions before arriving at emergency room, received intravenous insulin, fluids, and respirator support in hospital until blood glucose issue resolved and condition stabilized, customer was released from the hospital (B)(6) 2026.